Event description:
The customer reports that they had a needle separate from the syringe.

Manufacturer narrative:
Corrected the brand name: (B)(6).

Event description:
The customer reports that they had a needle separate from the syringe.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.